Event description:
It was reported to boston scientific corporation that a microknife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the pre-cut needle failed to open after several successful openings and closings. On approximately the fourth or fifth attempt, the needle remained closed despite the nurse positioning it in the open state. The procedure was then completed using another device of the same model. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a cutting wire broken and kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Imdrf device code a040601 captures the reportable investigation results of cutting wire kinked. The returned microknife xl was analyzed, and a visual evaluation noted that the cutting wire was kinked and broken at handle section. Additionally, the device was disassembled and was observed that the hypo tube was kinked. No other problems with the device were noted. The product analysis revealed that cutting wire was kinked and broken at handle section. Additionally, the hypo tube was kinked. The condition of hypo tube kinked could have been generated due to excess manipulation against the unit. It is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the device insertion and removal through or from another device or by the interaction with the scope (hard surface). The kink generates increased friction between the wire and the hypo tube, causing the wire to become stuck and not able to move easily. With this friction, the handle actuation leads to breakage of the cutting wire at handle section, making the needle unable to extend. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.